Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and degen disc disease/herniated disc pain. It was reported that the end of service (eor) message appeared on the patient¿s implantable neurostimulator (ins) about three weeks prior to the report. The device was off/disabled and no longer providing therapy. It was noted that there was no all egation/dissatisfaction with the ins longevity. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to schedule a replacement surgery. There were no further complications reported or anticipated.